Event description:
Reporter says their mother received a hospital bed in january but was never informed that she should not lean her feet against it, which resulted in her developing a pressure wound. Their mother subsequently underwent surgery, yet the company denied the request for a longer bed, citing a policy regarding patients who have held the equipment for longer than three months.